Manufacturer narrative:
According to the instructions for use (IFU) for the gore® tag® thoracic endoprosthesis; adverse events that may occur include, but are not limited to include: endoleak, occlusion of the device or native vessel. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2009, this patient underwent endovascular treatment for a thoracic aortic aneurysm and was implanted with two gore® tag® thoracic endoprostheses. At the conclusion of the procedure during closure of the right groin; complete occlusion of the right external iliac artery to the right common femoral artery was noted and surgical revascularization of the right access vessel was performed on the patient. Final angiography determined a proximal type I endoleak, and the procedure was concluded.

Manufacturer narrative:
Concomitant medical products: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: tg2815/06451067 - UDI: (B)(4).